Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation, the patient experienced pain, infection, urinary recurrence, dyspareunia and neuromuscular problems. (B)(4) - urinary recurrence; dyspareunia; neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.